Event description:
Device was inserted in 2000. The balloon ruptured on event date, and the tube came out. A new device was inserted 15 minutes later. Placement checked per auscultation and residual check. Frequently pt has no residual when checked. Pt did not present with any unusual signs or symptoms during or after insertion of tube. Pt then received medication and a 600 cc bolus feeding. At the end of the feeding, pt became extremely diaphoretic arrearing shocky. Bp 190/100. Pulse 60 - 70 regular, o2 sat >90%. Facial grimacing showing pain. Pt monitored, physician notified, pt transported to e.r. For eval. Emergency surgery for gastric perforation and abdominal cavity lavage. One pt involved.